Event description:
Per the clinic, the patient experienced wound dehiscence at the implant site. The patient underwent skin revision surgery under general anesthesia on (B)(6) 2024 to close the wound; however, this did not alleviate the problem resulting in a decision to explant the device. The device was subsequently explanted on (B)(6) 2024. Re-implantation is planned but had not taken place at the time of this report.

Event description:
Per the clinic, the recipient experienced an extrusion of receiver/stimulator. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.